Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed the alignments and replaced the worn gripper finger. The cse tested the functioning by loading several trays of the sample. In a follow-up visit, the cse reseated the sample manager interface gate to prevent the pucks from being knocked over. The cause of the sample tubes being dropped along the automation track is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Sample tubes were dropped by the robot of an advia workcell automation system along the track that carries samples for processing. Pucks, which carry multiple samples along the track, were knocked over after being loaded into the interface gate. The sample tubes were capped when the pucks were knocked over and no serum was spilled. All samples were able to be reloaded and processed. The customer stated that three tubes which were dropped along the track had fallen under the track, causing a delay in testing. The samples were processed once they were found. It is unknown what tests had been ordered for the samples. There are no reports of patient intervention or adverse health consequences due to the dropped tubes.